Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own.